Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer provided general feedback that programming/keypress errors with titrations and rate changes have occurred. The customer is requesting enhancement where titrations take place in the medication administration record (mar) instead of on the pump directly. This will also allow the clinician do complete any flow sheet documentation at the time of titration. A recent example given by the customer was a patient on 3% sodium. The pump was initially programmed via interoperability to infuse at an ordered rate of 10ml/hr. Following that, the rate was manually changed to 15ml/hr and then a few hours later to 20ml/hr. There were no orders to reflect that change in rate should have been made. When noticed during rounds the rate was changed back to ordered rate of 10ml/hr. There was patient involvement but the information on patient impact is unknown.

Event description:
It was reported the customer provided general feedback that programming/ keypress errors with titrations and rate changes have occurred. The customer is requesting enhancement where titrations take place in the medication administration record (mar) instead of on the pump directly. This will also allow the clinician do complete any flow sheet documentation at the time of titration. A recent example given by the customer was a patient on 3% sodium. The pump was initially programmed via interoperability to infuse at an ordered rate of 10ml/hr. Following that, the rate was manually changed to 15ml/hr and then a few hours later to 20ml/hr. There were no orders to reflect that change in rate should have been made. When noticed during rounds the rate was changed back to ordered rate of 10ml/hr. There was patient involvement but the information on patient impact is unknown.